Event description:
It was reported that during use in the ICU, the user was unable to pass the guide wire through the tip of the catheter stating the tip of the catheter was occluded. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence. The insertion site was the femoral artery.

Manufacturer narrative:
Qn # (B)(4). A sample will not be returned for eval.